Event description:
Another device was implanted on 10/9/96. Info received on 2/11/97 indicates the pt states "inability to inflate the pump bulb is rock hard-sharp pain in penis sometimes. Scrotum is tender to squeeze the pump.add'l lot/serial #cg280 001.